Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a single component failure in the printed circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box and alarm history review shows multiple consecutive ¿cs087¿ alarms on the reported event date. Pump powers ¿on¿ and displays ¿verify¿ screen. The pump alarmed with a ¿cs069¿ alarm upon the first ¿rewind¿ attempt. Unable to go further and verify steps¿13-22¿.¿cs069¿ is defined as a flash corruption and it¿s recorded randomly as ¿cs087¿ in the back box.the pump¿s case was removed and the flash chip u39 was replaced, the pump was able to power up, to prime and to exercise for 24 with no further alarms or interruption. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.